Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It has been reported product is not working well. The device was cutting too deep/slipping. No additional graft was taken. No harm/injury was reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. Product review of the air dermatome on november 27, 2019 revealed that the calibration was out of specifications at the zero setting only. The control bar was in the correct position and the motor speed was in specification. The head, control bar, and all four width plates were damaged. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2019 which included replacement of the width plates, machined head, die cast lever, screws, needle bearing, fine adjustment cams, reciprocating arm, ball plunger, spring pin, thickness control shaft, and adjustment cams. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the air dermatome was damaged, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of findings noted during evaluation could have contributed to the reported event such as damage to the head, control bar or width plates. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the width plates, machined head, die cast lever, screws, needle bearing, fine adjustment cams, reciprocating arm, ball plunger, spring pin, thickness control shaft, and adjustment cams were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.